Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). This complaint for a check your position alarm was not confirmed. The root cause was "air in patient line." Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A home patient (hp) contacted (B)(4) regarding a check your position alarm that occurred on the homechoice (hc) machine during fill 1. The technical service representative (tsr) explained alarm and assisted the hp with troubleshooting. The hp stated there were a lot of air bubbles in the lines. The tsr instructed the hp to end therapy and start over with new supplies. There was no patient injury or medical intervention.